Manufacturer narrative:
Catalog # is unknown but referred to as gunther tulip. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2019, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
G4 (510k): k172557 investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ, vena cava (vc) perforation, imbedded, unable to retrieve, pain, limited physical activity, vomit, discomfort, back pain, chest pain. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ, vena cava (vc) perforation, imbedded, unable to retrieve, pain, limited physical activity, vomit, discomfort, back pain, chest pain, post-traumatic stress disorder (ptsd). Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, limited physical activity, vomit, discomfort, back pain, chest pain, or ptsd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-jug-tulip) lot: e3561233, nor filter (igtf-30) lot: e3554400 and e3554250. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2019 due to venous thrombosis/ pulmonary embolism. Patient is alleging organ and vena cava perforation, and device is unable to be retrieved. The patient alleges "back and chest pains initially; then I got winded just from walking to the kitchen. Then, I saw doctors for kidney infection which I didn't have. The filter was about to puncture my kidney. I puked blood. Back pains got to where I couldn't walk without sharp pain making me drop to the ground in agony." Patient alleges that since receiving the filter, the patient can no longer "engage in work. Building houses is very strenuous and I couldn't lift, carry, or climb ladders due to filter." Furthermore, the patient alleges post-traumatic stress disorder (ptsd) "on set after retrieval attempt. I was conscious for the whole thing; couldn't move, but felt every bit of pain involved. It was the worst thing that's ever happened to me." The patient allegedly attempted to have the filter removed on (B)(6) 2019 but the procedure was unsuccessful. Per retrieval report, "a wire was passed centrally without difficulty. A universal flush catheter was advanced over the wire and' positioned just below the filter. Multiple hand injections of contrast were then made with magnified fluoroscopy to verify that there was no clot within the filter. At this time, an 8-french sheath was placed in the neck over the wire. Because of the suggestion that the nose cone of the filter was imbedded in the vena cava wall on venography, intravascular ultrasound was carried out, which suggested that the vena cava, while quite flat, was likely involved in trapping of the nose cone. Again, it was decided that an attempt at retrieval should be made. The 12-french recovery sheath was placed without incident and the associated snare used in multiple projections in multiple angles to attempt to engage the hook on the nose cone of the filter. This was unsuccessful. A wire could easily be passed beyond the filter and using a 10 mm angioplasty balloon, multiple attempts were made to push the filter away from the vena cava wall. These were unsuccessful. Because of the patient's systemic anticoagulation on eliquis and because of some of the abdominal pain that was occasioned by tugging on the filter, at this time, it was elected to abort further attempts at filter removal."